Event description:
It was reported that (1) al326 device was used during a endoscopic vein harvesting procedure. It was reported by the rep that the device was being used to ligate the branches of the sephenous vein. The jaws of the applier broke. The piece was retreived and the same applier was opened to complete the vein harvest. There was no consequence to the pt.